Manufacturer narrative:
Continuation of d11: product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the controller screen was frozen. The patient said that they had already taken out the battery pack and reset the controller and the issue did not resolve. It was suggested that the patient replace the controller batteries with aa batteries and taking the battery pack out and waiting 10 seconds before reinserting. No symptoms or further complications were reported. Additional information received from the patient on (B)(6) 2019, that the patient couldn't use his controller, it was locking up, and the patient was getting shocked since he was having problems with the controller. The patient could not turn the implantable neurostimulator (ins) off since the controller was not working. A replacement controller was sent to the patient. On (B)(6) 2019, a manufacturer representative (rep) was with the patient at an MRI facility and it was noted that they couldn't connect to the ins using the controller. It was likely that the ins was discharged. The new controller the patient received was used to charge the ins, the patient was able to start charging, and the battery showed red. The issues of not be able to connect and the ins being discharged was resolved during the report. Additional information that the patient sent earlier was received on august 19th, 2019. It was noted that the circumstances that led to the controller screen being frozen was unknown and the device as still broken. There were no further complications or anticipations reported with this event.